Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was experiencing pain at the pocket site, which had recently worsened. The patient was prescribed flector patches for her pocket pain and is reportedly doing well.